Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels. On (B)(6) 2021 the user had a revision surgery to clean up an infection around the incision. X-ray will be performed to assess the position of the electrode array.

Event description:
In situ testing showed affected channels and decision for explantation was made. Further, the user was experiencing recurring infections around the incision area. On (B)(6) 2021 the user had a revision surgery to clean up an infection around the incision. Further information received stated that the electrode started to protrude from the site of incision and the child pulled out the electrode array. The user has been explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, due to recurrent infections around the incision surgery to clean the infection was performed in (B)(6) 2021. However, in 2022 electrode extruded through the incision and the recipient pulled the electrode out of cochlea. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. The problems given in the recipient report appear to match the damage found. This is a final report.